Event description:
It was reported that a patient underwent rotator cuff surgery on an unknown date and suture was used. The patient also had a pin implanted during the surgery. Approximately one week post operative, the patient developed redness, systemic welts, and angioedema. Over the course of the past year the symptoms have returned sporadically. The systemic symptoms have subsided. The incision has healed. However, at times the incision becomes red and she develops welts. She has been treated with antihistamines and steroids.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2013-02926, 2210968-2013-02927, and 2210968-2013-02929. The same patient is represented in each medwatch.